Event description:
It was reported that externalized conductors were observed during a device replacement procedure. The lead was capped and replaced. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.